Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the procedure was performed as expected with no issue, post-operatively, the patient had one episode of hemoptysis, and mild pain only on stretching to her right. There was no further information available.